Manufacturer narrative:
A steris service technician arrived at the facility following the event to inspect the system 1e processor. Upon arrival, the technician verified a sterilant odor was present in the workroom and the endoscope was still present in the system 1e tray. Additionally, the technician found the room where the system 1e was located had very little air circulation. The technician removed the endoscope and was informed that the endoscope was subsequently reprocessed by the customer. A review of the cycle printout indicated that the processing cycle had completed without fault. The technician opened the system 1e lid and observed a small amount of residual liquid present in the tray and drip pan. The technician further reviewed the unit's installation configuration and determined the residual liquid in the tray was attributed to improper placement of the unit's drain hose causing incomplete draining from the system 1e. Specifically, the drain hose was found to not continuously slope downwards. The system 1e install manual (4-3) drain requirements states the drain hose must slope downward and be free of kinks, loops, or hills and the outlet of the drain hose must be above the drain water level or drain trap water level by six inches. The technician was informed that the customer had recently relocated their system 1e to a new work space. While onsite, the technician ensured that facility personnel were made aware of the proper installation configuration. The technician corrected the unit's installation and further inspected the unit's aspirator assembly, tray fittings, hoses, header block and ck10 valve. All components were found to be operating according to specification. Diagnostic and processing cycles were initiated and successfully completed. The system 1e was placed back into service and found operational. The following day, the technician returned to the facility's account and confirmed that the system 1e continued to operate without issue. Additionally, the technician spoke to the facility's maintenance personnel regarding adding additional ventilation to the work room where the system 1e is located. The system 1e operator manual (2-2) states, "warning: to avoid accumulated concentration of peracetic acid vapor, use s40 sterilant concentrate in a well ventilated room or area." Additional in-service training on the proper use and operation of the system 1e will be provided. No further issues have been reported.

Event description:
The user facility reported that while an employee was removing an endoscope from the system 1e processor, he detected a strong sterilant odor. A second employee entered the room and also detected the sterilant odor. Both employees reported dizziness, light headedness, and a sore throat. The employees visited the employee health nurse for medical assessment where oxygen was administered. The facility contacted steris for additional information and was provided with a copy of the s40 sterilant safety data sheet.